Event description:
It has been reported to philips that the movement of the lateral arm in the vertical direction stopped. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic treatment and procedure was completed as planned by moving lateral arm manually to work position. The philips field service engineer (fse) inspected the system onsite and confirmed that the movement of the lateral arm in the vertical direction stopped. Upon investigation, fse confirmed that the issue was source imager distance for the frontal arm did not reach maximum and so the arm could not reset. The fse, replaced flat detector shift unit and adjusted the system. After replacement of fd-shift unit, the system was returned to use in good working order.